Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had nausea, cold, vomiting and felt dizzy. She also experienced diabetic ketoacidosis and high blood glucose level reported to be 738 mg/dl, at the time of incident. She was taken to the emergency room and was subsequently, admitted to the intensive care unit. While she was in there, she found that the cannula was bent. The site location was patient's leg. Bent cannula occurred on the first day while the infusion set had been in use for a few hours. She stayed in the hospital for two days. Patient's blood glucose level at the time of this report was 302 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.